Manufacturer narrative:
Caster stem.

Event description:
It was reported by service report that the wheels keep falling off of the bed and the brakes would not work. No pt involvement or adverse consequences are reported.